Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that there was coupling and communication issues. The pt had issues with recharging since implant. The ins was discharged. The pt last felt stimulation one week prior. A device flip was suspected but not confirmed. In follow up reporting, it was noted that a confirmed flip of the ipg was determined by x-ray. The pt was scheduled on (B)(6) 2011, to flip the ipg over and suture it down. Later reporting noted that the pt's ipg was flipped over and secured down in surgery. The manufacturer's rep had since followed up with the pt and she was now recharging with excellent coupling (all 8 boxes), and was pleased.